Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the escape and act buttons due to severe corrosion on keypad traces were noted. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 206 mg/dl. The customer stated that the pump alarmed button error and none of the buttons are working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.